Manufacturer narrative:
Model number: reservoir: 72401130; pump: 72400151. Serial number: reservoir: (B)(4); pump: (B)(4). Catalog number: reservoir: 72401130; pump: 72400151. Expiration date: reservoir: 06/04/2005; pump: 10/26/2005.

Event description:
It was reported that the patient's inflatable penile prosthesis had a malfunction due to fluid loss. Neither the patient or the physician could inflate the implant. The system was replaced with a new 21cmx12mm inflatable device. The patient had no complications following the replacement.

Event description:
It was reported that the patient's inflatable penile prosthesis had a malfunction due to fluid loss. Neither the patient or the physician could inflate the implant. The system was replaced with a new 21cmx12mm inflatable device. The patient had no complications following the replacement.

Manufacturer narrative:
Model number: reservoir: 72401130, pump: 72400151. Serial number: reservoir: (B)(4), pump: (B)(4). Catalog number: reservoir: 72401130, pump: 72400151. Expiration date: reservoir: 06/04/2005, pump: 10/26/2005. Investigation results: cylinders: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis; a leak was identified in one of the cylinders. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep, CAPA, or scar is required. Pump: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. The returned device met specifications and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required. Reservoir: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. The returned device met specifications and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.